Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the suspected device. The reported issue was confirmed and duplicated. The issue was isolated to the exhalation flow sensor. A visual inspection was performed on the flow sensor and there was no indication of any damage or reason for failure. The fsr tested and returned the device to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop and device error. The customer reported there was no patient involvement associated with this event.